Event description:
Note! I am using firefox and had to check all the boxes above to proceed! Only this should be checked: product problem, other serious (important medical events). I have sleep apnea and use a resmed model s9 CPAP machine with an attached humidifier. In the early hours of monday the (B)(6), the humidifier tank ran out of water. I awoke to very warm air with heavy melted plastic fumes coming from the CPAP machine. I was coughing and my throat was very sore, my chest (lungs) felt scorched. I took off the mask, turned off the CPAP machine and checked the humidifier and noticed it was completely empty of water. I removed the water tank and noted it was very warm. The water tank is made of aluminum bottom, a plastic or silicone gasket and clear plastic on the top. As of today (B)(6) 2012, my throat is still sore, but improved somewhat. My lungs still feel bad and I have a wet cough. I first got it in (B)(6) 2011.